Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -qty to be returned of (B)(6): 1 : 0. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Could you please provide the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. During the procedure, the drainage leaked. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.